Event description:
This incident involved a a37 year old female with a diagnosis of right breast cancer. As part of her treatment plan a groshong catheter was inserted into the left cephalic vein on 8/28/91 to facilitate chemotherapy. The aptient received a course of chemo. - over the next several months without any complications. She was hospitalized from 5/17/92 - 5/20/92 with reddness and tenderness at the site of the site of the catheter. Cultures of the area were negative, and she responded to treatment with antibiotics. On or about 7/5/92, the patients oncologist was unable to flush the catheter, and since the patients course of chemotherapy had been completed, plans were made to remove the catheter. On 7/14/92 the patient underwent an elective removal of the groshong catheter. The surgeon noted that when the skin over the port was opened, the port was not connected to the catheter, and the catheter could not be visualized. Unsuccessful attempts were made to retreive the catheter using the jugular approach. Aleft brachial cut down was performed and the catheter was removed. The patient was hospitalized over night for observation and was discharged on 7/15/92 in stable condition. The original port and catheter have been secured by the hospitaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, port. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.